Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not retuned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the lead safety switch tripped on both leads. Both lead impedances measurements decreased. Noise was observed on both leads when the patient does stretches. Noise noted on atrial lead during arm movements. It was noted that a few days post implant, the leads had to be repositioned. The patient will be seen again in two weeks. The patient has underlying rhythm. As of this report, both leads remain in service. Should additional information becomes available, this event would be updated. It is unclear if this lead was implanted in the atrial or ventricular position.